Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The bipolar instrument was analyzed and found to have damaged conductor wire at the distal end near the yaw pulley. The insulation is damage, and the conductor wire is exposed as a result. Components adjacent to this conductor wire do not show damage. The instrument passed the electrical continuity test in both grips. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: no patient or additional information is available.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported during central processing, the fenestrated bipolar forceps instrument was observed to have a frayed insulated wire. The procedure was completed with no reported injury or delay.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.